Event description:
It was reported during the implant of a left ventricular (lv) lead the manipulation of the lv lead may have caused slow ventricular tachycardia (vt). The vt sustained and led to low blood pressure that was terminated by defibrillation. The defibrillation also terminated the atrial fibrillation the patient had as a rhythm prior to procedure, so the rest of the procedure was completed in sinus rhythm. The day after implant of the new device, lv lead and new right atrial (ra) lead, the patient had a 30 second syncopal episode after getting up from a chair. The patient described dizziness and low blood pressure for the hours prior to the syncope. A chest x-ray was done which showed a moderate pleural effusion. These events were reported from the atrio-ventricular node stimulus (avns) download clinical study and were adjudicated to be due to the implant procedure. The new device, lv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.